Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient discovered fluid leaking from the liberty cycler set during their peritoneal dialysis (pd) treatment. The reported issue was identified during drain 1 of 6. Fluid leaked from the patient line (pl) near the second blue pin. The liberty select cycler did not provide any alarms or warnings prior to the leak. Fluid was not discovered within the cassette compartment nor on the external of the cycler set cassette. Additional information was provided during follow-up with the patient's peritoneal dialysis registered nurse (pdrn). The patient is trained to perform manual exchange however treatment was not completed on the night of the fluid leak. The patient was prescribed a prophylactic antibiotic (medication and dosage unknown). The pdrn confirmed that despite the prophylactic antibiotic, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. A sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the manufacturer received a sample for physical evaluation. The sample was received with original packaging, identified with product number (B)(4) and lot number 22kr08058. As the complaint product sample was being disinfected and prepared for analysis, a leak was identified on the patient connector. The complaint product sample was visually inspected. It was observed that the o-ring of the patient connector was not assembled properly. The ring was distorted/corroded. This is a failure that can occur during the manufacturing process. A DHR review was performed for the involved lot of the product and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results.

Event description:
It was reported to fresenius that a peritoneal dialysis (pd) patient discovered fluid leaking from the liberty cycler set during their peritoneal dialysis (pd) treatment. The reported issue was identified during drain 1 of 6. Fluid leaked from the patient line (pl) near the second blue pin. The liberty select cycler did not provide any alarms or warnings prior to the leak. Fluid was not discovered within the cassette compartment nor on the external of the cycler set cassette. Additional information was provided during follow-up with the patient's peritoneal dialysis registered nurse (pdrn). The patient is trained to perform manual exchange however treatment was not completed on the night of the fluid leak. The patient was prescribed a prophylactic antibiotic (medication and dosage unknown). The pdrn confirmed that despite the prophylactic antibiotic, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. A sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.